Event description:
Patient reported their front two teeth are now loose, this was not the case before starting aligner treatment. Their back teeth on the right side of their mouth no longer touch, giving them symptoms of tmj and causing a clicking in their jaw and putting intense pressure on their front teeth. Their teeth now show signs of periodontal disease and they have to go through a deep cleaning and start seeing the dentist for cleaning every 4 months.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.